Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37092, lot# 249360004, implanted: (B)(6) 2011, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient suspected lead movement in her back. The patient reportedly felt like someone was stabbing her in her back with a knife, and then it switched to dull pain. Onset of symptoms was 3 days ago. The patient also had stimulation sensation when she turned her head. The pain was reportedly gone the morning of the current report. The patient was now experiencing stimulation starting at her hip, 6 inches below where she normally expected stimulation in her back. The patient¿s typical stimulation sensation was reportedly under her breast level or mid rib. The patient experienced a new pain the morning of the current report, 3 inches below the original pain on the left side. There was no known incident or accident related to the event. The patient¿s status was reportedly unknown. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.